Event description:
It was reported that the implantable leads had high impedance due to lead fractures. The leads were programmed off and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 4965-25, implanted: (B)(6) 2006. (B)(4).